Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the returned device identified no kinks along the entire length of the shaft. An examination of the crimped stent identified that the proximal edge of the stent was lifted and the stent struts were misaligned. No other damage was visible along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. The physician was unable to cross the lesion with a 3.0x24mm veriflex stent. As the physician attempted removing the device to place an unknown balloon to the lesion, upon removal the distal edge of the stent got caught on the guide catheter. The device was removed outside the patient's body and the device looked like the distal portion of the stent struts were deformed. The lesion was dilated and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is noted as fine.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. The physician was unable to cross the lesion with a 3.0x24mm veriflex stent. As the physician attempted removing the device to place an unknown balloon to the lesion, upon removal the distal edge of the stent got caught on the guide catheter. The device was removed outside the patient's body and the device looked like the distal portion of the stent struts were deformed. The lesion was dilated and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's status is noted as fine.